Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficult to remove sheath and shaft separation were confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpackaging, a 3.5x15 nc trek rx balloon dilatation catheter (bdc) was removed from its dispenser coil without issue. However, when attempting to remove the protective balloon sheath and the distal stylet from the tip of the bdc, resistance was felt with both the protective balloon sheath and stylet, and force was applied, resulting in a completely separated distal shaft at the guide wire exit notch. The device was not used in the patient. Another non-abbott bdc was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.